Manufacturer narrative:
The insulin pump passed the priming, displacement, basic occlusion, occlusion and excessive no delivery alarm test. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose levels and issues with the insulin pump. Customer's blood glucose level was over 500 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated themselves with bolus delivery and their blood glucose remained high. Troubleshooting for no delivery was performed. Customer received the no delivery alarm during bolus delivery. Customer's alarm history showed multiple no delivery alarms. Customer was advised to change out their entire set, reservoir, insulin and treat per healthcare provider's instructions. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.